Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that after intraocular lens implantation (iol), the patient had bad left eye visual acuity with residual astigmatism. The patient underwent post cataract lasik surgery. The patient's was not better post lasik and experienced depth perception problems blurry/ fogging vision. The physician went ahead with explanting the iol and replaced with a monofocal lens which resolved most of the patient's problems. No further information is expected.